Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away. The customer was put into hospice because her heart went out of rhythm. While at the hospice, the customer was given too much insulin by the hospice staff, causing her blood glucose reading to drop from 294 mg/dl to 43 mg/dl. The customer had stopped eating at the time. The official cause of death was heart, lungs, and kidney failure. The customer was wearing the insulin pump at the time of death. Nothing further was reported.